Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site representative reported unintended downward gantry movement prior to a surgical procedure.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A company representative visited the site and replaced motor assembly to correct the issue. As the assembly is a supplier provided part, a non-conforming investigation (nci) was opened to document the supplier investigation of unintended gantry movement in the downward direction. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming motor assembly. (B)(4).